Manufacturer narrative:
(B)(4): compulsive behavior for opiate intake; constipation; breathing depression; xerostomy and coryza. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient. The patient information provided in section a is the average for all the patients. At this time no additional information was available, additional information regarding the patients, events, interventions and outcome has been requested.

Event description:
Literature: lara na, jr., teixeira mj, fonoff et. Long term intrathecal infusion of opiates for treatment of failed back surgery syndrome. Acta neurochirurgica. Supplement. 2011;108:41-47. Summary: the authors present a prospective study about the long-term treatment of 30 patients with nonmalignant pain treated with intrathecal infusion of morphine from (B)(6) 1996 to (B)(6) 2004. Reportable events: it was reported that one patient presented with bacterial meningitis; two system revisions were required to treat infection caused by the implanted device; one patient presented with compulsive behavior for opiate intake and there were 10 pump or catheter revisions required due to mechanical problems (unspecified) or replacement of catheter. Additionally, the following side effects were recorded (one week to four weeks) after implant: nausea (n=51), vomit (n=31), urinary retention (n=26), diaphoresis (n=3), constipation (n=22), breathing depression (n=4), xerostomy (n=1), coryza (n=1) sleepiness (n=3), dizziness (n=1), mental confusion (n=8), itch (n=20).